Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure. The explanted device will not be returned.